Event description:
Iliac stent procedure. Stent was advanced through the sheath, upon positioning, the physician noticed that stent dislodged halfway off the balloon back onto the catheter. The balloon was inflated halfway to pin the stent against the iliac. The physician retracted back into the stent, re-inflated to finalize deployment. Stent was not in the correct position to cover the full lesion.